Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a fall and developed an intense pain at the ipg site that radiates down the posterior right leg which resulted to difficulty sleeping. Symptoms of tenderness was also noted. No malfunction was suspected. The physician does not believe that stimulator was causing the pain. The patient was given an oral steroid and a voltaren cream for the ipg site. The patient will undergo a revision procedure.